Manufacturer narrative:
Upon investigation of the returned meter, the display assembly is found to be defective.

Manufacturer narrative:
The customer's meter was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of an accu-chek inform ii meter display issue, which could cause misinterpretation of results. The customer stated there are horizontal lines located in the middle of the display, and patient results cannot be read clearly. The customer confirmed there was no physical damage to the meter. No misinterpretation of results were reported.